Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed the bearings were worn out and no longer in axial alignment which caused the vibration. The binding was indicative of worn and misaligned bearings. The nose tube, bearings and spacers were corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(4) that during an unspecified surgery, when the surgeon was burring at the patient's spinous process (c2) and he contacted the patient's bone, it was observed that a binding sound started from the attachment device. According to the report, the device was in use with a burr device. The reporter stated that there was no alleged malfunction against the burr device. There was a five minute delay to the reported procedure and a spare device was available for use in order to successfully complete the surgery. The reporter stated that the user switched to a different burr and attachment device, and no further binding was observed. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.